Event description:
It was reported during transforaminal lumbar interbody fusion (tlif) surgery as the surgeon attempted insertion of the hollywood implant device, by using a mallet to tap the device in place, the part of the device that attached to the inserter fractured. The surgeon repeated this and a second device fractured where it attached to the inserter. A spare device was available which functioned properly. The surgery was completed. There was no injury to the pt; surgery was completed. There was no injury to the pt; surgery was delayed by 5 minutes due to this issue.

Manufacturer narrative:
To date the devices involved in the reported incident have not been received for evaluation. An investigation has been initiated based on the reported information.